Event description:
It was reported that the patient had fainted; therefore a device check was conducted. It was noted that the device had experienced premature battery depletion and was immediately replaced as the patient was pacing dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.